Event description:
During incoming inspection of new monitors, several units failed the spo2 functionality testing. The spo2 did not work. In most cases the monitors that failed did not even recognize the spo2 cable. The problem was reported as an out of box failure to the manufacturer.